Manufacturer narrative:
Additional information. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 10/9/2024: all the broken fragments were removed. The case was completed using an ar-7220 fiberwire. The case was delayed fifteen minutes without additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/4/2024, it was reported by a sales representative via email that two ar-8934bck 3.0mm knotless suturetak anchors broke during insertion. This was discovered during a deltoid repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-8934bck, with batch number 14946099, revealed a damaged anchor. Therefore, arthrex was able to deduce the cause of the complaint as misuse. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the device during insertion.